Manufacturer narrative:
The primary complaint of ua45 (not at "home" position after power-on/restart) error message was confirmed during the functional testing and archive review. The shaft was rotated to home position to remedy the fault and once completed, the autopulse passed the functional testing with no issue or faults observed. Visual inspection was performed and observed top cover and head restraint bracket were damaged and battery missing partition cover. The autopulse platform is a reusable device and was manufactured on 11/03/2006. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device. Archived review showed multiple fault of ua45 and corrupted of date and time. Functional testing was performed and observed the ua45 (not at "home" position after power-on/restart) error message upon powering up. Platform shaft was rotated to home position to remedy the fault. Once completed, autopulse passed the testing with no issue observed. Additionally, unrelated to the reported complaint, clutch deburring was performed to remedy the stiffness on the drive shaft and top cover was replaced to resolve the crack on the top cover of the platform. Device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
It was reported that the autopulse displayed ua445 (not at "home" position after power-on/restart) error message when the customer attempted to replace the lifeband after it was used for a CPR. Per the customer, there was no patient involvement when the issue occurred.